Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs a device appears to be intact, along with red biological tissue, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:swollen lymph nodes; silicone bleeding in front of and behind the device.

Event description:
Healthcare professional reported capsular contracture baker grade ii, diagnosed by an ultrasound and palpation. This record relates to right side. Patient reported "capsular contracture, swollen lymph nodes (armpits, visible on ultrasound), panic attacks, anxiety." Patient additionally reported " bii symptoms: depression, , itching on the body, chest itching, chest pain, palpitations, heart stumbling, feeling of small heart attacks, brain fog, difficulty concentrating, dizziness, visual disturbances, impaired perception, breathing problems (the feeling not being able to inhale 100%, the feeling as if the body forgets to breathe), dizziness, tooth and gum problems, back and neck pain, memory loss, speech disorders, difficulty finding words, tiredness, weakness, punctual pain in the limbs (nerves, bloodstream or veins?), , hands and legs constantly fall asleep, nose permanently blocked, loss of libido, pierced ears inflamed, palpitations from awakening frightened from slightest noises, skin problems, acne, dark circles, pain in the left rib, cold hands and feet" that are non-device are related. Device has been explanted.